Manufacturer narrative:
An event of restricted mobility of leaflets was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. This includes functional testing of the device which ensures proper cuspal coaptation and hemodynamic performance. Based on the information received, the cause of the reported event could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm epic supra valve was chosen for aortic valve replacement. Valve was implanted but it was noted that the leaflets weren't coapting properly. One leaflet was not opening. The valve was explanted and replaced with another 23mm epic supra which functioned normally. There were no patient consequences or clinically significant delay.